Manufacturer narrative:
The actual samples were not available; however, photographs of the bottles were received for evaluation. Visual inspection of the photographs identified two (2) broken bottles inside the shipping cartons. The reported condition was verified. The cause of the condition was related to handling during shipment. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 1000 ml evacuated containers were received broken (fractured glass). This was discovered prior to use. The boxes did not have damage on the outside. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: lot # g165402, previously submitted as asku. D4: expiration date: 07/31/2024, previously submitted as ni. D4: unique identifier (UDI) #, previously submitted as ni. H4: device manufacture date,: 07/19/2023, previously submitted as ni. B5: update to an unspecified quantity (previously reported as a quantity of two). Should additional relevant information become available, a supplemental report will be submitted.